Event description:
A malfunction alarm was reported by the customer, leading to a technical support interaction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, but the malfunction persisted. As a result, support staff arranged to replace the faulty pump. The customer was informed to use a backup insulin pump and received instructions on how to store the existing pump and return it to the company using a pre-paid label. The customer agreed to program the settings and connect their continuous glucose monitor to the replacement pump.